Manufacturer narrative:
Investigation report: the required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation or vigilance reporting.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided.

Event description:
The customer reported discordant result between the ID now covid-19 assay versus a rt-pcr test. There was no information provided on whether the ID now assay reported a positive or negative result, nor confirmation on the results from the pcr testing. There was no information regarding whether ID now covid-19 assay result was used for patient management or diagnosis. Several attempts were made to obtain additional information but no response was received.